Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, subsequently the abutment was removed on (B)(6), 2014 and a magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.